Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead was explanted and replaced due to a conductor fracture that was discovered during a routine follow up. Reportedly, the pacing impedance measurement was out-of-range over 2000 ohms. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.